Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not insert into the shell. As a result, a different shell was used.